Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported issue is: "membrane defective, battery cover broken, battery contact burned". There was no reported patient involvement.